Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Troubleshooting was performed and air bubbles were observed within the infusion set cannula. A supply change was performed resolving the issue. Customer's blood glucose level was 160 mg/dl.